Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost integration in type ii bone. The implant was removed and another placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 4 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost integration in type ii bone. The implant was removed and another placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).